Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had image interference and lines on the screen. The issue occurred prior to sedation for an unspecified therapeutic procedure that was completed using an olympus back-up device. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) damaged. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.